Event description:
It was reported to philips that system rebooted continuously. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was rebooting continuously. Review of the logfiles confirmed the lsr issue which was a software error that can occur when there are numerous series in the system¿s database. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the lab stopped responding (lsr) issue. Fse replaced the suite pc ssd and reinstalled the software. After the replacement of suite pc ssd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.